Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the synchroseal instrument was not working with the e-100 generator. The caller stated before calling in they had rebooted the e-100 generator and tried a second synchroseal instrument, but the issue remained with the instrument not working or delivering energy. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and saw a 25913 error on the e-100 generator. The site stated they had rebooted the e-100 generator a couple times from both the power button on the front and the breaker button on the back. It was stated that when the synchroseal instrument was installed, both the power button and the instrument light emitting diode (led) buttons were lit blue. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue first occurred during the procedure. They used a backup generator to continue. The procedure was completed robotically without any injury or harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. The e-100 generator was returned for failure analysis; however, no issue could be found. This unit was installed onto the test system and manually power cycled 10 times. The e-100 generator powered on with no issue each time. The vessel sealer instrument was installed onto the unit with a saline dipped gauze in the jaws. The e-100 generator fired the yellow pedal/sync activations for the cut/seal function about 100 times. The e-100 generator worked fine without any issue.